Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and anaemia ("anemia"). The patient was treated with surgery (total hysterectomy and essure device removal). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left- number of coils visible within the uterine cavity: 1 , right- number of coils visible within the uterine cavity: 2" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included anemia and iron deficiency. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and mental disorder ("serious mental illness"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, anaemia, female sexual dysfunction, migraine, headache, nausea, abdominal pain and mental disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea and vaginal haemorrhage to be related to essure. Diagnostic results: surgical pathology report: gross description: the left fallopian tube is 6.5 x 0.6 cm. Sectioning reveals no focal gross abnormalities. The 8.5 x 0.7 cm right fimbriated fallopian tube is serially sectioned revealing a 2.0 x 0.2 cm sliver metallic spring like in the proximal end. No other abnormalities are identified. A1 serosa a2 anterior cervix a3 posterior cervix a4anterior endometrium a5 posterior endometrium a6 fallopian tube a7 right fallopian tube problem list: menorrhagia, anemia, iron deficiency most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Events vaginal hemorrhage, menorrhagia, apareunia, migraines / headaches, dysmenorrhea, nausea, dyspareunia, mental illness, device deployment issue, device monitoring procedure not performed, abdominal pain were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left- number of coils visible within the uterine cavity: 1 , right- number of coils visible within the uterine cavity: 2" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anemia, iron deficiency, chronic pain and mental disorder. * surgical pathology report: gross description: the left fallopian tube is 6.5 x 0.6 cm. Sectioning reveals no focal gross abnormalities. The 8.5 x 0.7 cm right fimbriated fallopian tube is serially sectioned revealing a 2.0 x 0.2 cm sliver metallic spring like in the proximal end. No other abnormalities are identified. A1 serosa a2 anterior cervix a3 posterior cervix a4 anterior endometrium a5 posterior endometrium a6 fallopian tube a7 right fallopian tube problem list: menorrhagia, anemia, iron deficiency. Concurrent conditions included morbid obesity. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), anaemia ("anemia"), vaginal infection ("infection (bladder/ urinary tract / vaginal)"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), mental disorder ("serious mental illness"), mood swings ("hormonal changes describe: severe mood swings"), cystitis ("infection (bladder/ urinary tract / vaginal)"), urinary tract infection ("infection (bladder/ urinary tract / vaginal)"), depression ("psychological or psychiatric problems condition: depression") and gastrointestinal scarring ("gastrointestinal or digestive system condition type: intestinal scarring") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain lower, abdominal pain, female sexual dysfunction, anaemia, vaginal infection, vaginal discharge, migraine, allergy to metals, headache, nausea, mental disorder, mood swings, cystitis, urinary tract infection, depression, weight increased and gastrointestinal scarring outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal scarring, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood swings, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Added event hormonal changes describe: severe mood swings, hysterectomy (partial), infection (bladder/ urinary tract / vaginal) type , psychological or psychiatric problems condition: depression, nickel allergy, vaginal discharge , weight gain, gastrointestinal or digestive system condition type: intestinal scarring. Concomitant condition was added. Updated event onset date. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.